Manufacturer narrative:
Correction made to h6 (investigation type, investigation finding, investigation conclusion) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Due to batch being unknown, no root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
After speaking with the pharmacist, she stated the product number is 320469. She could not provide a lot number. Stated, a consumer came into the pharmacy to report an issue with the syringe. Stated, the needle broke when attempting to take injection. Stated, no injury to report but the consumer wants to be reimbursed for the medication that is still inside the barrel of the syringe. Lot: unknown. Catalog: 320469. Date of event: 2025-01-14. Sample: yes. (B)(4) syringe affected, (B)(6). From: (B)(6). Sent: saturday, (B)(6), 2025 11:44 am to: product complaints (B)(6). Subject: fw: (B)(4). Good afternoon, team, hope you are doing well. A french customer called from (B)(6) and of a client had this item (B)(6), while trying to injected the syringe tip broke. They have the sample and she is not injured.